Event description:
Newborn was receiving d10w through intracath site in ankle. At 7 am on 5/13, swelling noted to leg and redness to IV site. By the next day, the site was purplish-black, swelling was less. By the 15th, day of discharge, swelling gone, site area was improving, seen by pediatric surgeon on may 19. Silvadene dressings started.